Event description:
It was reported that hand control wires are frayed and exposed.

Manufacturer narrative:
It was reported that hand control wires are frayed and exposed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.